Event description:
Device report from synthes (B)(6)e reports an event in (B)(6) as follows: during a procedure, the doctor using the lcp dhs plate system and when the he slid the plate over the shaft of the dhs blade, the lcp dhs plate could not slide. Reportedly the surgeon used another plate and blade. The operation was completed with no further problems. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing records were reviewed and no complaint related issues were found.

Event description:
This is 2 of 2 reports for complaint .

Manufacturer narrative:
Device used for treatment and not diagnosis. The blade shows a non conform measurement of the across flats on the shaft. Further investigation showed small bulges on the outside of both across flats. On the same position where those bulges are outside visible, we discovered indentations on the inside surface. This damage occurred due the insertion of an unknown object or tool. The exact cause of this complaint could not be determined. Further investigation regarding the manufacturing documents showed conformity to the specifications. No product fault could be detected.